Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan was missing. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.